Event description:
Customer reported his meter would not power on when a strip was inserted. The meter was returned unlocked with unit of measure in mg/dl, but with the capability to change from mg/dl to mmol/l. This is a locked meter so unit of measure should not be changeable.

Manufacturer narrative:
Performed investigation on returned meter. The meter was returned with the unit of measure set to mg/dl, but using the c button the unit of measure could be changed from mmol/l to mg/dl and vice versa. This meter is not functioning properly since the unit of measure should be locked. Customers and retailers have been informed through the fa16may2006 letter.